Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed. The insulin pump passed the self-test. The customer will monitor the pump and call back if he had further issues. The customer's blood glucose was 130mg/dl.

Manufacturer narrative:
(B)(4). Device passed the displacement and self test. No unexpected alarm anomalies noted.